Manufacturer narrative:
The device was received for evaluation, and the clinical signals, diagnostic logs and audit logs (cda) were downloaded and reviewed. Evaluation was able to confirm the customer¿s complaint that the device failed volume accuracy performance verification test (pvt). The device failed to recognize the cassette when the cassette was inserted in the device and failed self-test as a result. The central processing unit (cpu) driver cable was re-installed as well as the cable going from the main power supply to the mechanism; device recognized the cassette. The device passed self-test with no error alarms. The device passed volume accuracy pvt test with 19.84 ml. The probable cause for the customer¿s complaint of the device failing volume accuracy and for the device failing to recognize the cassette when inserted into the device is the mechanism and mechanism cables were installed incorrectly.

Event description:
The event involved a plum 360¿ infuser pump which was reported to have failed preventative maintenance; the device did not pass the accuracy test. The customer changed the cassette and still had the same issue and that they have been having ongoing issue for the month of june. There was no patient involvement, no patient harm reported and no delay in therapy reported.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.